Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's programmer was showing a battery that was half full, which was reviewed that it was the battery of the programmer, not the implantable neurostimulator (ins). The patient couldn't connect at first, then realized the antenna was not plugged in all the way. The patient reported being on program 1 at 1.8v and feel the stimulation, but it's too high and was not helping symptoms, so she wanted to move to program 2. The patient reported two falls: one 3 weeks ago ((B)(6) 2017) and the second on (B)(6) 2018. In addition, the patient had a loss of therapy about a week ago. The patient was assisted to move to program 2 at 0.9v and she mentioned the stimulation was off. She was helped to lower the stimulation to 0.3, then turn the stimulation back on successfully, and raised to 0.7v. The patient could feel the stimulation. There were no further complications or anticipations reported with this event. Additional information was received. Patient reported the cause of the falls was tripping over the dog and landing on their right side and tripping over the edge of the driveway and landing on their back. They were asked if their symptom issue had been resolved and they responded no, they were worse than ever. They reported all leads 3 or above and they were still urinating every hour or less. They had leaked the night they wrote the letter. They were not going to reinsert because although elderly people fall, no changes had been made to the unit to make it fall proof.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va1bgld, implanted: (B)(6) 2017, product type: lead; product ID: 3037, serial# unknown, product type: programmer, patient. Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had a gradual return of symptoms and noted that the stimulation was controlling their frequency but not their urgency. This started ¿at least a couple of years¿ ago. The patient noted that radiographic laparoscopic surgery (not related to the device). The doctor told them that they did not know the patient had the ins so there was a potential that the surgery could have erased the programs. Power-on-reset issues were reviewed with the patient but they did not have that and was able to use the programmer because they wanted to increase the stimulation. They also reported that ¿3 lead¿ was broken and not working (unknown when this issue started). The patient was able to use the programmer and it was determined that they were on set at 1.7 and the stimulation was on. They increased the stimulation to 2.0 which was comfortable for them, both standing and walking. The patient was aware to decrease the stimulation if it becomes uncomfortable. It was noted that they requested to have reprogramming done. The patient was redirected to their healthcare professional (hcp) for the issues. There were no further complications reported or anticipated.